Event description:
It was reported that the physician experienced difficulty removing the set screw from a pacemaker to remove a boston scientific lead. The physician attempted to use the torque wrench and non-torque wrench from different device brands but was unable to remove the set screw and lead. It was noted that a medical adhesive will be added to the setscrew to release the boston scientific lead. The device was replaced. The status of the lead is unknown. The patient¿s condition is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).